Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had loss of stimulation and therapeutic effect. It was reported that the system was explanted as a result of the event. It was unknown whether any diagnostic testing or troubleshooting was performed or whether the cause of the issue determined. It was stated that the patient required kidney surgery and needed an MRI. It was reported that the system was not being used and the patient elected to have an explant. It was noted that the device was not replaced or returned, it was discarded by the customer. The patient was reported to be alive with no injury. It was stated that there were no patient symptoms or complications associated with this event. Additional information received reported that the patient did not provide information about when they first noticed loss of therapeutic effect or about how the therapy/stimulation was different. It was stated that the manufacturer¿s representative first was made aware of the loss of therapeutic effect issue on the day of the explant. It was stated that she did not know if any troubleshooting was done prior. It was reported that the patient¿s health had been deteriorating and he ¿just stopped using¿ his system. It was stated that the manufacturer¿s representative was not aware of any impedance testing, x-rays, or reprogramming on the device. It was stated that no malfunctions had been seen and no cause of the loss of therapeutic effect determined. It was stated that to the best of the manufacturer¿s representative¿s knowledge, the patient recovered without sequela.